Event description:
On 03/5/2012, the patient contacted animas alleging that on (B)(6) 2012, the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. The keypad buttons were intermittently unresponsive and required several presses to elicit a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under all key contacts.